Event description:
The seal was not completely sealed on the packaging. Not used in a procedure. The packaging discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.